Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (serial number: (B)(6)) was returned for evaluation following the reported event of no external power alarms; this is addressed via the heartmate 3 system controller (serial number: (B)(6)) investigation. The returned unit was evaluated at service depot and testing of the unit in a mock circulatory loop did not reveal any issues or atypical alarms. The mpu was forwarded to ppe for further evaluation. During testing at ppe, the cables electrical integrity was tested and no issues were observed. Testing of the mpu did not reveal any issues that would have resulted in the reported event. It was determined that the no external power alarms were caused by damage on the black power cable of the returned heartmate 3 system controller. Incidental findings: punctures on patient cable jacket and patient cable connector. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 02may2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several no external power alarms while connected to batteries. The patient changed to main ac power but several minutes later the same alarm occurred and the patient switched back to batteries. The sequence of events appeared to show that the patient was attempting to switch from battery power to mobile power unit (mpu) power when these events occurred during a 20 minute time period. The patient noted that every time she moved the power connections on the controller power became disconnected and the alarm sounded. There seemed to be a sudden loss of power on the lead that was connected to mpu power which caused a sudden loss of ac power delivered through the patient cable. Motor function was not affected by these events. The emergency backup battery (ebb) was used to support the system during these events (10 times total). The controller and mpu were exchanged and the alarms resolved. Related MFR #: 2916596-2023-01529.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.